Event description:
I contracted the fusarium eye fungus. The symtpoms began on 10/23/05. I woke up feeling like something was in my eye. It felt like sand or dirt. As the day went on my eye was very irritated and by the afternoon it was tearing so much I removed my contact lens and wore my glasses. It hurt so bad and was burning and tearing so much I just lay on the couch the rest of the day with a cold wash cloth. It was very uncomfortable. The following morning I made an appt with an optomertrist. I was told I had a scratched cornea and given antibiotic eye drops to use. I was instructed to put in the contact lens and sleep in it and return the next day for a follow up exam. I did as instructed and it only felt worse the next day. I returned to the optomertrist office the next day and now was told my eye had ulcerated and I needed to remove the contact lens and continue the antibiotic eye drops. I returned the next day which was now wednesday. My eye was examined and I was told there was no change, continue the drops and come back on monday but if it became worse on the weekend to go to the emergency room. By friday I was in horrible pain. I decided to see an ophthalmologist rather than the optometrist. I called several offices but could not get in. One office ask about my symptoms and then said it sounded like I was doing all I could and they had no available appts but if it got worse, go the the ER. I thought maybe I am overeacting and continued to use my drops over the weekend. By monday morning, now october 31st, one week from the day I first went to the optometrist I was in horrible pain. I could not see out of my eye and began to get very concerned. I am not one to complain but by now I was crying and very scared. My husband finally interjected and called the eye center and insisted the dr see me as an emergency. The drs at this office were wonderful. They immediately identified my eye infection as fungal; ordered a culture of my eye. The culture would identify what type of fungus and would tell them what medication to treat it with. The culture came back as fusarium and they prescribed natacyn eye drops, an antifungal medication for the eye. I had to wait 2 more days before I could began using the medication as the pharmacy did not carry it. My ordeal lasted for 6 weeks. The drs kept a close watch on me. I went in for check ups about every other day. I missed 6 weeks of work, became depresses and afraid I would lose the sight in my right eye. I just sat around in the dark because my eye was sensitive to light and very painful. By the fifth week my sight started to return. I now have permanent scarring on my eye. I did use renu moisutre loc as well as wal-mart equate brand of a multipurpose solution -which is manufactured by sight savers, which is a division of bausch and lomb and the plant is in greenville south carolina. I understand the south carolina plant is one of the sights under investigation. I hope they can find out what is causing this. So it can be stopped so no one else has to suffer unnecessarily or lose their eye sight.